Event description:
Customer reportedly obtained results of 130mg/dl, 121mg/dl, 204mg/dl, and 247mg/dl on the same device within 7 minutes. No action was taken based on device results. No adverse event reported and no treatment received. One level quality control was used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.